Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was hard to press. During troubleshooting with tandem technical support, the customer confirmed that pump turn on when the wake button was pressed with more force. The customer's blood glucose level was 181 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.